Event description:
It was reported that during the implant procedure, the right ventricular lead had low sensing values. During several repositioning attempts the helix could not be retracted and was noted to be damaged. Another right ventricular lead was used to complete the procedure. During the same procedure, the right atrial lead was noted to have dislodged and undersensing was noted. After several repositions, the helix was indicated to not retract properly. Another right atrial lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that no helix testing possible due to bent helix. If information is provided in the future, a supplemental report will be issued.